Event description:
Caller reported a malfunction on the pump, which had previously occurred at least three times with a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections (mdi) as a backup therapy.

Event description:
Caller reported a malfunction on the pump, which had previously occurred at least three times with a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections (mdi) as a backup therapy and was informed that a replacement pump with updated software would be sent. Instructions were provided for putting the pump into storage mode and returning it, and the need to transfer pump settings and connect the continuous glucose monitor (cgm) to the new pump was communicated. Customer understood and acknowledged all instructions, and a replacement pump was dispatched.